Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and undersensing on the right ventricular (rv) lead due to the morphology changes in the patient's ventricular arrythmia. The lead remains in use. No patient complications have been reported as a result of this event.